Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, when inserting the iol into the cartridge, the haptic was folded and broke when it was in the injector. The surgeon became aware of this before the iol was implanted into the patient's eye. The surgery was not completed and the patient remained aphakic. Additional information has been requested.

Manufacturer narrative:
The product was returned. Solution was dried on the lens. Haptic and optic insertion area damage was observed. The optic was mispositioned and broken on a post of the lens case. The damage appears to have been caused by the post of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge. The company model is only qualified for use in the company (a) and (b) cartridges. The reported broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).